Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however the insulin pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation and power error 75 during self test due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly. No pump error 38 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated they were unable to clear alarm but was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.